Event description:
The customer received multiple occlusion alarms. Reportedly, the customer's blood glucose level was impacted (333 mg/dl). Customer disconnected from pump and reverted to lantus.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.